Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, and a bubbled dso seal. There was no evidence to review in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the dso seal was the root cause and was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had a bad down occlusion sensor. The event occurred during testing, there was no patient involvement.